Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures from product code nw5085, lot b8001 pulled off the needle? Did any sutures from product code nw5085, lot b8001 also have suture breakage? If yes, what is the quantity? How many sutures from product code nw5085, lot b8002 had suture breakage? Did any sutures from product code nw5085, lot b8002 also have sutures pull off the needle? If yes, what is the quantity?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Device evaluation summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The samples were knot pull tensile strength tested. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/26/2018. Investigation summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. A complaint sample was received in open condition. During visual product evaluation, it was found that complaint sample suture was broken at tail end. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. As the complaint is related to suture breakage , tensile strength test is applicable & measurable parameter. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.